Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. Competitor cement was used. Update rec¿d (B)(4) 2014: patient's medical records were received. Records indicate upon revision the patient's femoral component was found to be loose. Also noted, was extensive osteolysis on the distal femur and wear of the tibial insert. The femoral component and tibial insert are being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided. Review of the supplied investigational inputs was unable to confirmed the reported concern. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions about the reported event based on the available information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.